Manufacturer narrative:
Integra has completed their internal investigation on 09/08/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: a hand piece with guard (s-905) and power supply (s-358) were received. Motor assembly passed function test but corrosion will cause future issues. Device history record reviewed for s-905 manufactured on 09/09/2009 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on (B)(4) 2014 a two year lookback in trackwise for this reported failure and related to "issues with power " for this product ID shows that 18 complaints were received including this case. CAPA not required at this time as there is no trend based on analysis of returned units. The largest category (corrosion) is typically related to end users cleaning process including submersion. Conclusion: the end users reason for return was verified the most likely cause could be due to corrosion found on the motor, switch bracket, micro switch and inside the handle.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.

Event description:
It was reported the dermatome device hand piece was not working. There was no power. It was reported, there was no pt involvement for this event.